Manufacturer narrative:
Concomitant medical product: 700ff29 heart ring, implanted: (B)(6) 2019, 4470 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for high/undefined pacing impedance on the right ventricular (rv) lead. Additionally, oversensing and unstable and rising thresholds were noted on the rv lead. Therapies were turned off and the patient was provided a lifevest until the rv lead was capped and replaced. No patient complications have been reported as a result of this event.